Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with an active driveline fault alarm. Log files were submitted for review which captured driveline power fault a alarms. Motor function was not affected by this event. The system controller and modular cable were exchanged and the alarms resolved. It was noted that there did not appear to be any debris, corrosion, or moisture of any kind from a visual perspective.